Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high reading. On (B) (6) 2010, the pt obtained blood glucose reading of "170 mg/dl" on the subject meter, which the pt felt was inaccurate high compared to normal reading/feeling. Per the alleged inaccurate high reading, the pt took insulin (unspecified amount). Sometime after, the pt reportedly developed symptoms described as "seating, shaking, disorientated, and fatigued." The pt tested at "60 mg/dl" on the subject meter and administered self-treatment with food/drink at 11:48 pm. The pt indicated that it took an hour to get her blood glucose up. During troubleshooting, the customer care advocate noted that the pt did not have any control solution to perform a quality test. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia and received medical intervention after the pt took insulin per the alleged inaccurate high reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.